Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that loss of capture and pacing inhibition was observed on the right ventricular (rv) lead, when hospital monitors were connected to this patient. The duration of these observations is not known. Noise oversensing was also noted. The healthcare professional (hcp) requested a field representative to perform a device evaluation. No adverse patient effects were reported and no further information is known, at this time.